Manufacturer narrative:
Additional information: h3-device evaluation-lens returned in a micro-centrifuge vial. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.00/1.5/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. "The patient was disatisfied with too much visual acuity." The lens was removed and exchanged on (B)(6) 2020 with a "lower power lens." This resolved the problem. Cause of the event is reported as patient related factor.